Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that after tha, implants were removed due to pseudotumor. The patient may have infection. There is arthromeningitis around head and liner. Cement molding was implanted. The patient's activity was very high. He is a farmer.

Manufacturer narrative:
An event regarding pseudotumor (altr) and infection involving an exeter stem was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection: no significant observations were found on the stem. The material analysis concluded: no material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, pathology reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that after tha, implants were removed due to pseudotumor. The patient may have infection. There is arthromeningitis around head and liner. Cement molding was implanted. The patient's activity was very high. He is a farmer.